Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage below indication for implant. The device was interrogated approximately two weeks later with the same result. No attempt was made to implant the device. There was no patient involvement.